Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were returned for evaluation. Visual inspection revealed the sideport from the hemostasis body was fractured and detached. Leak testing was not possible due to the condition of the returned device and aforementioned damage. The damage is consistent with the reported leak. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the fractured and detached side port is consistent with damage during use.

Event description:
During the procedure, a blood leak was noted from the hemostasis body following insertion of the guidewire and dilator. The device was replaced and the procedure was completed with no adverse consequences to the patient. Based on analysis of the returned device, the sideport was confirmed to be detached from the hemostasis body.